Event description:
The customer reported that the diastolic value was not correct. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips bench repair technician (brt) at a philips bench repair facility. A series of functional and performance tests were performed on the device. The nibp system has been recalibrated twice to confirm the accuracy of the measurements. A full calibration of the device was performed twice to ensure the accuracy of the nibp values, particularly the diastolic value that did not meet the manufacturer's performance. Verification tests were performed after calibration, including nibp, spo2 and temperature functions. All results were consistent and the device is operating normally. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a need for calibration. The issue was resolved by calibrating the device and the product is back in service. If additional information is received, the complaint file will be reopened for further investigation.